Event description:
Ous MDR - it was reported that after an implantation time of approx 18 months, the device delivered inappropriate shocks. The lead was replaced by a linox s 65 and there were no other adverse effects reports for this patient.